Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier driver needed to be updated to es lumidigm v9.41540 shim. Customer stated that biometric identifier appeared "blacked out" when attempting to use it and the system had been recently upgraded to version 1.11. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier driver was failed and needed to be updated. A technical support specialist (tss) followed the knowledge article titled bioid lumidigm update package 1.3 release for es - failure recovery fix and deployed the lumidigm biometric identification update package, confirming that the update was successfully applied and that the lumidigm biometric identification reader was detected. The tss verified the device driver status and confirmed that the system was already using the latest driver, validated that the related service was installed and running, and ensured that the core biometric engine process was active. The tss then proceeded to close the case after successful validation. The system functioned as intended after the technical support specialist troubleshot the device.